Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8100 sn: (B)(4) customer stated that the was getting error code 200.5080 on his 8100? I explained to the customer that the error code is a software error, and that he would needed to re flash the 8100. Also explain to the customer that if the flashing don't correct the problem, then you would need to replace the logic board. The customer said ok and the customer also stated that he replace the air in line sensor and the door latch, and now the unit is given him the door is open error. I asked the customer was he still getting the error code 200.5080? The customer stated no I did the pm and it passed and now I'm getting an open door error now. I explain to the customer that he may need to replace the door as well. The customer said ok and ended the call. Failure device type: failure problem type: failure mode: case resolution: also explain to the customer that if the flashing don't correct the problem, then you would need to replace the logic board. The customer said ok and the customer also stated that he replace the air in line sensor and the door latch, and now the unit is given him the door is open error. I asked the customer was he still getting the error code 200.5080? The customer stated no I did the pm and it passed and now I'm getting an open door error now. I explain to the customer that he may need to replace the door as well. The customer said ok and ended the call. Ref: (B)(4).